Event description:
It was reported that air leaked from the cuff during use. No patient harm or adverse event was reported.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One used sample was received for evaluation. Visual inspection was performed. Functional testing noted the cuff to be slightly deflated. The probable cause is due to a solvent application error during manufacturing. No lot number was provided; therefore, a device history record (DHR) review could not be conducted